Event description:
It was reported that on an unknown date, intra-op, following implantation of rhbmp-2/acs during a 3 level-repeated revision fusion procedure, the patient experienced a redness around the surgical wound and a small amount of serous discharge. The patient was discharged as normal and requested to return for wound care. After a couple of days the patient refused to return as the wound was no longer red or discharging. The anticipated duration of the event was less than 1 week. No injury was reported as a result of this event. Six weeks post surgery the patient did fine. No continuation of adverse event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.